Manufacturer narrative:
Details of complaint: the nihon kohden technical service employee reported that while onsite at this facility to upgrade the multiple patient receivers (orgs) to a newer software version, a network outage occurred at the facility. The cisco catalyst 3650 switch had missing port lights, and then the switch went down completely. Technical support (ts) had them power cycle the switch, which resolved the issue. No patient harm was reported. Investigation summary: during troubleshooting, the nk installer was advised by technical support (ts) to reboot the switch. After the switch was rebooted, the switch came up and the issue was resolved. The root cause of communication loss is operator workflow. The switch was not rebooted after updating the software of the org. There is no evidence of an nk device malfunction. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The switch is not an nk device. The following fields contain no information (ni), as an attempt to obtain the information was made, but not provided: a2 - a6 b6 - b7 d1 brand name d4 model number catalog number serial number UDI number g4 PMA / 510k number h4 device manufacture date. Attempt #1 03/18/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded but did not provide the requested information. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: multiple patient receivers (orgs): model: ni, sn: ni. Corrected information: e2 health professional? Corrected the select from "yes" to "no."

Event description:
The nihon kohden technical service employee reported that while onsite at this facility to upgrade the multiple patient receivers (orgs) to a newer software version, a network outage occurred at the facility. The cisco catalyst 3650 switch had missing port lights, and then the switch went down completely. No patient harm was reported.

Manufacturer narrative:
The nihon kohden technical service was onsite at this facility to upgrade the multiple patient receivers (orgs) to a newer software version and when he did one, it caused a network outage at the facility. They stated that the cisco catalyst 3650 switch had missing port lights, and then the switch went down completely. Nihon kohden technical support (tech support) had them unplug the power and powered it back on and the lights started to come back on the switch. Tech support had the nihon kohden computer information technology systems support team log into the servers, and he was able to see the switch. Technical service had the biomedical engineer verify that the network was working again, and all the floors were now seeing everything. The switch had to be power cycled, which brought the communication back to the facility. Monitoring was down for a short period. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nihon kohden technical service was onsite at this facility to upgrade the multiple patient receivers (orgs) to a newer software version and when he did one, it caused a network outage at the facility. They stated that the cisco catalyst 3650 switch had missing port lights, and then the switch went down completely. Nihon kohden technical support (tech support) had them unplug the power and powered it back on and the lights started to come back on the switch. Tech support had the nihon kohden computer information technology systems support team log into the servers, and he was able to see the switch. Technical service had the biomedical engineer verify that the network was working again, and all the floors were now seeing everything. The switch had to be power cycled, which brought the communication back to the facility. Monitoring was down for a short period. No patient harm was reported.